Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric transection for laparoscopic sleeve gastrectomy, part of the three reloads could not be completely fired. Another reload was used to resolve the issue in order to complete the case. There was no patient injury.